Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date and suture was used. It was reported that after seven weeks when the surgeon completed the laparoscopic hysterectomy, the patient had her follow up check up on the sixth week, complaining that his husband could feel the suture during intercourse. There was irritation and pain so the surgeon has to dig the suture out of the patient. Device is unknown for return. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. Are there any plans in place to remove the suture/s in the future? If so, could you please provide the scheduled date for the removal? Will the suture/s be removed in a routine post-op procedure? Will the suture/s be removed in a reoperation procedure? Will the suture/s be trimmed in the physician¿s office? If re-suturing/re-closure will be performed: was reoperation necessary to remove the sutures and re-close the wound? What is the current patient status? Can you identify the product code and lot number of the product involved? Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.